Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a defective safety mechanism is unconfirmed as the alleged problem could not be reproduced. One 20 g x 1 in. Powerloc max safety infusion set was returned for evaluation. An initial visual observation showed use residue on the returned sample. The safety mechanism was observed to not be engaged. A microscopic observation revealed use residue within the safety mechanism of the infusion set and on the needle shaft. The plate of the safety mechanism was found to slide easily over the needle shaft, and the safety mechanism was observed to activate completely once past the needle tip. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the rn, "I de-accessed pt's port and engaged the safety, but part of the needle was still sticking out. The safety could not go back up the needle, but the tip stayed poking out and was carefully placed in a cup." No patient harm reported. Chemo was being infused.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the rn, "I deaccessed pt's port and engaged the safety, but part of the needle was still sticking out. The safety could not go back up the needle, but the tip stayed poking out and was carefully placed in a cup." No patient harm reported. Chemo was being infused.